Event description:
Major pump unit(s) involved: drive unit failure. Additional text: external driveline. Specific component(s) involved: driveline malfunction. Additional text: break in vinyl casing of driveline. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: drive line"repaired/reinforced" with rescue tape. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.